Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that there had been repeat, unexplained no prime warnings and that the cartridge and battery caps had been tight. The reporter denied any power loss, tubing issues, and extreme change in temperature or force. The reporter stated that there were no associated alarms in the alarm history, and that the last 6 cartridge changes were from the same box. The reporter stated that the patient adds a little insulin to the cartridge to last 3 days to change the next site/set/cartridge at the same time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the lot number was not identified, a retained sample cartridge was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. Leak/force/fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.